Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "it was reported that insulin drip was placed in second channel of cct infusion pump and rate was set to 6ml/hr, continued at the same rate as the referring hospital. During transport, it was noted that the 2nd, and 3rd channels of the cct infusion pump were not the rates previously believed to have been set. Ivf d51/2 ns was also to be infusing at 150 ml/hr. Rate was at 83 ml/hr when discovered." There is no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "it was reported that insulin drip was placed in second channel of cct infusion pump and rate was set to 6ml/hr, continued at the same rate as the referring hospital. During transport, it was noted that the 2nd, and 3rd channels of the cct infusion pump were not the rates previously believed to have been set. Ivf d51/2 ns was also to be infusing at 150 ml/hr. Rate was at 83 ml/hr when discovered." There is no report of patient harm.